Event description:
A patient in china received a sophy sm8 valve implant in (B)(6) 2020 following an ich and open-skull surgery. Two weeks after the procedure, in early september, the patient's doctor suspected valve over drainage. The valve's release pressure was initially set to 110 mmh2o and was then adjusted to 140mmh2o. However, two weeks after this first adjustment, the doctor observed that the release pressure remained too low and re-adjusted it to 200mmh2o on (B)(6) 2024. Despite this adjustment, a pressure measurement test conducted by the hospital on (B)(6) 2024, indicated that the actual pressure was only 170mmh2o. The over drainage is not resolved and the low pressure has potentially caused severe neural damage. Currently the valve remains implanted in the patient.

Manufacturer narrative:
The product is still implanted in the patient; therefore, we cannot conduct any investigation on it to understand the deprogramming. Moreover, it is impossible to perform a traceability analysis of the product because the batch number was not provided to us. Based on communications with the surgeon who performed the procedure, we confirmed that there was no control of the settings. In conclusion, we suspect misuse of the adjustment kit, not a valve deprogramming issue. This report is being resubmitted because the previous report sent on 11/22/2024 was not accepted (due to an incorrect follow-up number).

Event description:
A patient in china received a sophy sm8 valve implant in (B)(6) 2020 following an ich and open-skull surgery. Two weeks after the procedure, in early september, the patient's doctor suspected valve overdrainage. The valve's release pressure was initially set to 110 mmh2o and was then adjusted to 140mmh2o. However, two weeks after this first adjustment, the doctor observed that the release pressure remained too low and re-adjusted it to 200mmh2o on (B)(6) 2024. Despite this adjustment, a pressure measurement test conducted by the hospital on (B)(6) 2024, indicated that the actual pressure was only 170mmh2o. The overdrainage is not resolved and the low pressure has potentially caused severe neural damage. Currently the valve remains implanted in the patient.